Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The site decided to complete the case without the use of navigation.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt inaccuracy of 6-7 mm after manually registering a spine. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted that the surgeon did not continue with 6-7 mm of inaccuracy.